Event description:
On event date, the facility's lvad coordinator informed the manufacturer's (MFR) rep of the following: the pt was moved to the hospital and an x-ray was taken of the perc lead area that confirmed the perc lead had been compromised. Four days later, the MFR's field service technicians presented at the facility. The surgeon exposed 2 inches of the perc lead, the lead was repaired and the pt was resutured and bandaged. The device remains implanted for continued use in the pt's therapy. No further details are available.